Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient's father stated that they missed the patient's low blood glucose due to the receiver not beeping and alerting them. Patient was given juice and was fine. No additional event or patient information was reported.